Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2021. H6 component code: g07002 no device problem detected. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: a sealed packet of product code 585 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Event reported via 2210968-2021-12265, 2210968-2021-12266, 2210968-2021-12268, 2210968-2021-12270.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. During the procedure, the suture popped off the needle. No adverse patient consequences were reported. No additional information was provided.